Event description:
The customer reported the system does not operate in cine mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine card. The system operates as intended.